Event description:
Information received by medtronic indicated insulin pump had motor arm cannot communicate with the main arm error and software error detected error. Troubleshooting was performed. Customer was able to clear alarm. Customer received request to rewind pump. Customer was unable to rewind insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.